Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to attach to the patient's esophagus. There was no harm caused to the patient and medical intervention was not required. A repeat procedure was performed. There was nothing unusual about patient or procedure and an endoscopy was performed prior to bravo procedure and the esophagus appeared to be normal. No known adverse events were reported.